Manufacturer narrative:
(B)(4). UDI# (B)(4). The customer returned one guide wire, a single-lumen catheter, a 22ga introducer needle, and the protective tubing for analysis. Signs of use were observed on the returned components. Visual examination revealed the guide wire was advanced through the 22ga introducer needle and had one kink and one bend on the guide wire body. The protective tubing and packaging showed signs of kinking and biological material. The tubing was returned separate from the guide wire and needle. The customer report mentioned the guide wire was "blocked in cannula" which suggests no defects were observed on the components prior to the insertion process; however, without additional information from the customer, the time at which the kinking occurred is undetermined. Microscopic examination of the guide wire confirmed both welds were present and appeared full and spherical. During functional testing, excess biological material was removed from within the needle cannula. No defects or anomalies were observed on the needle nor catheter. The visible kinks on the guide wire measured 10 and 205 mm from the distal tip. The overall length of the guide wire measured 349 mm, which is within the specification limits of 345-355 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.517 mm, which is within the specification limits of 0.508-0.533 mm per guide wire product drawing. Undue force was required to remove the guide wire from the needle cannula resulting in the guide wire to break and separate. The inner diameter of the needle cannula measured 0.022", which is within the specification limits of 0.0215"-0.0230" per needle cannula product drawing. The guide wire was functionally tested per the instructions-for-use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The undamaged portion of the guide wire was advanced through a lab inventory 22ga introducer needle. The undamaged portion of the guide wire passed through the needle cannula with little to no resistance. After clearing the cannula of biological material, the returned guide wire was advanced through the needle cannula and the undamaged portions were able to advance through with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was not required as a part of this complaint investigation. The instructions-for-use (IFU) provided with the kit warns the user, "precaution: do not advance guidewire unless there is free blood flashback. Warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." The customer report of guide wire/needle resistance was confirmed through complaint investigation of the returned sample. Functional analysis of the returned sample revealed the guide wire was stuck within the needle cannula. Visual examination revealed the guide wire had one kink and one bend on the body, and excess bio-logical material was observed within the needle cannula. It is unknown whether the damage on the guide wire occurred during use or if they occurred during transport to the (B)(6) facility; however, the excess biological material likely resulted in the reported resistance by the customer. The guide wire and needle cannula met all relevant dimensional and functional requirements. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "seldinger wire blocked in cannula, new puncture necessary". The returned device was kinked. The patient was reported as fine.

Manufacturer narrative:
(B)(4). UDI#: (B)(4).

Event description:
It was reported that: "seldinger wire blocked in cannula, new puncture necessary". The returned device was kinked. The patient was reported as fine.